Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Follow up with the physician found that the patient had a lead revision on (B)(6) 2012. No other information was provided.

Event description:
During review of programming history on (B)(4) 2013, high impedance was noted to have occurred during system diagnostics on (B)(6) 2009. Programming history shows that device settings continued to be titrated up until (B)(6) 2012 at which time the device was programmed off. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.